Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 5.1 inr and 7.6 inr on the coaguchek xs. No actions taken based on the device results. The caller reports the patient appeared pale. No adverse event reported. Requested return of suspect system and replacement was sent.